Manufacturer narrative:
The device passed the displacement, rewind, basic occlusion and prime test. The insulin pump had a motor error stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm found in history file. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device was received with a broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 111 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.